Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. There are to mdrs for the same patient however this report is for pump one (B)(6) and the other is for the second pump (B)(6). As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿

Event description:
The complainant reported a patient was implanted with a impella cp to provide mechanical circulatory support. While on impella cp support, the patient experienced limb ischemia. The decision was made to percutaneously place a new cp through the axillary artery. Both legs were amputated due to chronic occlusions while being supported by the second impella cp. The procedural outcome was the patient survived surgery.